Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they saw a message on the controller on (B)(6) that the internal device battery is low. The caller indicated that they had a bladder infection towards the end of november and the healthcare provider was trying to see if it was something to do with the stimulator or not. The patient reported that they saw the hcp and they were told the caller to go home and charge the device, but the caller does not have a rechargeable device and that there was nothing that could be done because the patient just had the device implanted. The patient was redirected to their healthcare provider to further address the issue. Agent e-mailed representative for awareness. Agent inquired about settings and the patient is on 7.2 ma. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the "internal device battery is low" message was unknown, no likely cause was given, and no steps taken/will be taken were noted. It was unknown to the hcp if this message has been resolved. The hcp noted it was unknown if the implanted device or therapy caused or contributed to the uti. Hcp noted patient was implanted for urgency frequency, the patient did not have utis prior to implant, the uti was not related to patient's underlying condition, and the hcp noted the patient's uti has been resolved with the use of antibiotics.